Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one was was received for quality investigation. The customer complaint of component damage - spike broken was verified by visual inspection. Evaluation of the sample received indicates that the spike above the drip chamber had broken, and approximately half of the spike was missing. A device history record review could not be performed on model 10010454 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is an improper insertion of the drip chamber spike. When the drip chamber spike is inserted at an angle, the spike can break as seen in the sample. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m tubing set's spike broke when attempting to flush an antibiotic. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bulging tubing and broken spike." "The second one occurred when a nurse was trying to flush an antibiotic and the spike broke."